Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump passed the self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with minor scratches to the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that high blood glucose has been experienced for a few weeks. The customer indicated that a no delivery alarm was received. Customer does not recall any significant events leading to the error. Customer's blood glucose was 324 mg/dl on one day and then went to 450 mg/dl in the evening. Troubleshooting found that there may possibly be a motor error. No further information was provided.